Event description:
Based on add'l info received on 06/02/2015, this case became medically confirmed and was upgraded from non-serious to serious as the event of pain on the right knee became medically significant. This solicited device case from (B)(6) was received on 04/24/2015 from a pt via pt support program. Study title: pt support program involving synvisc one. This case concerns an adult male pt who experienced pain on the right knee after receiving treatment with synvisc one. Relevant medical history included severe gonarthrosis, anterior effusion and osteophytes. It was not reported whether the pt presented with articular narrowing. Past drug of the pt included treatment with non-steroidal anti-inflammatory medicines. No concomitant mediations were reported. On an unk date, the pt was practicing weightlifting, but without proper orientation and due to this, the pt started feeling pain on his right knee, where the arthrosis was more evolved. On an unk date in (B)(6) 2014, the pt received treatment with synvisc one injection (indication, dosage regimen, route, frequency, lot/batch number and expiration date unk) on the articulation of the left and right knees. It was reported that number of applications performed or exudate collected after the end of treatment was unk. Further reported, that the pt felt an improvement in the pinching on the knee. On an unk date (years ago), after an unk latency, pt still felt pain on the right one (moderate). The left knee was fine. Further reported, that his arthrosis in the knee was so intense. It was unk whether therapy was interrupted and on which date, how many applications were performed and on which dates or if exudate was collected after the end of the treatment. Also reported, the event reappeared after the reintroduction of the medicine. The physician stated that the pt informed a significant improvement and second application has been scheduled to the eight month. Action taken: unk. Corrective treatment: none. Outcome: recovering/resolving.

Manufacturer narrative:
A pharmaceutical tech complaint (ptc) was initiated with global ptc no: (B)(4). The product lot number was not provided, therefore, a batch record review was not possible. Based on the lack of info provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Genzyme global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Genzyme biosurgery would continue to monitor adverse events to determine if a CAPA was required. Reporter's causality: not reported. Company causality: associated. Seriousness criteria: medically significant. Add'l info was received on 05/06/2015. The ptc investigation results were added. Add'l info was received on 06/02/2015 from a physician (case became medically confirmed) and was upgraded from non-serious to serious to as the event of pain on he right knee became medically significant. Info regarding pt's medical history and past drug was added. Suspect product start date was updated from unk to (B)(6) 2014. Corrective treatment was updated from unk to none. Intensity for the event of pain on the right knee was added. Outcome was updated from not recovered to recovering. Clinical course updated. Text was amended accordingly.